Event description:
The hcp reported that the pt presented with radicular type pain at approximately t 12 as well as intermittent left groin pain. Drug being administered via the pump is unk. The hcp reported that the symptoms preceeded implantation of the pump. Xrays of the pelvis and hips were normal. The hcp reported "incidental finding of partial catheter obstruction secondary to catheter granuloma". The catheter was revised. The pt recovered with no untoward sequela.